Event description:
It was reported that the customer had a faulty box of reservoirs. Caller stated that when they fill it with insulin, it leaks past the o-rings and causes air bubbles. Customer got on the phone and stated that she gets all the air bubbles out but when she turns it over, she gets huge air bubbles and can see it is leaking out. Customer had the same thing happen again until they used one from a different lot. Customer's blood glucose level was in the 247 mg/dl. Customer's daughter just noticed that it was leaking today. Customer stated that it smelled like it could have been leaking in the pump. Customer also noticed a crack on the window on the reservoir compartment. Customer does not see cracks on the reservoir. Customer has 11 unopened reservoirs and threw away the ones she sued. Customer will be sent replacements as a courtesy. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.